Event description:
The end user was driving the unti down the street when they allegedly had a problem with the unit. The end user drove directly into the path of a moving vehicle resulting in internal injuries that resulted in their death.